Event description:
It was reported that a spectrum pump over infused and displayed close door alarm. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infused" was not reproduced. Evaluation performed flow rate accuracy test at rate: 40 ml/hr, volume to be infused: 20 ml, result 1: 21.645 g / 8.225% error - fail, result 2: 21.627 g / 8.135% error - fail. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted to address this issue. During functional testing, the reported problem "close door alarm" was not reproduced. A review of the event history log revealed "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.